Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found. (B)(4) proximal segment.

Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately two months after device system implant. The cause of death has been requested and not received. Follow up with the clinic reported the implant procedure had gone well and the patient was seen in the clinic seven days later. Everything was fine with the device system and the patient at that time.